Event description:
Medtronic received information that prior to use during preparation smoke came out of the bio-console instrument. The electrical outlet was connected to prepare in the instrument room and while doing other work, after about 1 minute the customer noted that the screen was not displaying and there was no starting sound. After that, even after the power was turned off and the plug was removed, smoke continued to come out from the lateral ventilation port of the instrument for about 5 minutes. The instrument was changed out with a backup and there was no resulting adverse patient effect. Additional information received - this is an event that occurred during in-hospital training and is not related to the patient.

Manufacturer narrative:
Device evaluation summary: the reported smoking and screen display issue was verified during service. Service technician upon inspection found the dc converter on the system board is damaged. The issue was replacing the system control board. Post repair testing was performed per specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional info: this report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.